Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the non patient end of needle separated from the holder hub. There was no patient impact. The following information was provided by the initial reporter: pre attached holder releases from the needle. When the user due blood collection the holder released from the needle. No harm for the patient or staff. No needlestick incident. No blood exposure during use.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and no issues were observed relating to hub - holder separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub - holder separation. Bd was not able to identify a root cause for the indicated failure mode.